Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient who underwent breast implantation surgery with unspecified mentor gel breast prostheses said that her implants were poisoning her and made her deathly ill. As a result, the patient underwent bilateral explantation on (B)(6) 2017. This medwatch report is for the right breast prosthesis.